Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported a recording discrepancy in mosaiq. It was ascertained from the software logs that mosaiq correctly recorded the mu values sent from the linac, and the total daily dose of all the treatment fields adds up to the expected total daily dose of 1800 cgy. Mosaiq is working as designed and intended and based on the available information there has been no mistreatment.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported a recording discrepancy in mosaiq.